Manufacturer narrative:
Concomitant medical product: ddmb1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead was reprogrammed and remains in use. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.